Manufacturer narrative:
Date sent 10/19/2004

Event description:
It was reported that during a lobectomy, on the second and third firing, one side of the staple line did not staple. The procedure was completed with add'l sutures. There was no pt consequence.